Event description:
Reportedly, during setup, a "high fio2 alarm" occurred. Calibration of the oxygen sensor resulted in an "o2 sensor error". The issue was resolved by replacing the oxygen sensor. There was no patient involvement.